Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, when loading a clip, it would shoot an extra clip out. The clips fell into the patient's cavity and one clip was not retrieved as it could not be found.